Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025 at around 12:30 pm, the patient was at home and his spouse tried to call him; however, the patient was not answering. His wife looked at their camera at home and she saw that the patient passed out. She went home and found the patient on the floor, unresponsive and drooling. She doe not know how long the patient was unconscious but she thinks it was more than an hour. She called 911 and did not check the cgm readings or the finger prick. She stated that all she knows is that the cgm did not alert them that it was low. She was not sure whether it was reading inaccurately or if it was reading right and just did not alert at the time. When emergency medical services (ems) arrived, they pricked his finger and the reading was 26 mg/dl. They administered glucagon shot (injection) and waited for him to regain consciousness. Shortly after, the patient woke up and ems advised him to go to the hospital but the patient declined. Before the ems left, the patient's bg reading was 240 mg/dl. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.